Event description:
Patient needed to undergo revision surgery due to stem working loose on the tibia (evident from attached x-ray). During the case, it was clear that the stem had come loose due to the screw, which holds the stem in place on the tibia, coming loose. Also evident was the fact that the taper between the femoral component and the femoral sleeve was not secure and on revision, the femoral component easily came away from the sleeve. In situ micromotion between these 2 components, due to this instability, had caused metallosis. This also caused by micromotion between the tibial sleeve and the tibial stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.